Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lhr review is not possible; the manufacturing lot number that was provided is an incorrect manufacturing lot number.

Event description:
It was reported that patient came in (B)(6) 2013 for hickman line and came back (B)(6) 2013 to have sutures removed. Cuff was not ingrown into tissue and nurse noticed that after the sutures were removed, the line would begin falling out.